Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump which failed to detect air in the line on channel b during biomedical service. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
On 08/02/2010 (through follow-up with the health-care provider), a response was received via email. It was learned that the device was explanted due to regurgitation. It was also noted that the patient had rheumatic disease of the mitral valve. The operative report was also requested, however, it is unavailable. No other details provided.

Event description:
It was reported that the device was explanted after an implant duration of approximately 88.7 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that the pump dispensed insulin without user intervention during the prime/rewind sequence.

Manufacturer narrative:
The product will not be returned, as it was discarded by the hospital.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information (on 05/07/2010 and 05/14/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.